Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pd catheter (not a fresenius product) infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to an infected pd catheter and peritonitis. The patient¿s pd catheter was removed later the same day, and he was started on intravenous (IV) antibiotics. The patient is ¿on-hold¿ and is currently not performing any form of rrt. The peritoneal effluent fluid culture and cell count results were unavailable during the call. Per the pdrn, the cause of the patient¿s pd catheter infection and peritonitis is unknown; however, it was reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of a pd catheter (not a fresenius product) infection and peritonitis, which required hospitalization, antibiotic therapy, and the removal of the patient¿s pd catheter. The etiology of the pd catheter infection and peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pd catheter (not a fresenius product) infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) /2024 due to an infected pd catheter and peritonitis. The patient¿s pd catheter was removed later the same day, and he was started on intravenous (IV) antibiotics. The patient is ¿on-hold¿ and is currently not performing any form of rrt. The peritoneal effluent fluid culture and cell count results were unavailable during the call. Per the pdrn, the cause of the patient¿s pd catheter infection and peritonitis is unknown; however, it was reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.